Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged battery compartment, and a stuck remote dose cord connector. Error code 44510 was found in the event history log. Functional testing was unable to verify or duplicate the reported problem as the problem was unknown; however, testing revealed an error code. It was determined that the pwa was the root cause of the error code. The remote dose connector and the pwa were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent it for repair, no additional information was provided. There was unknown patient involvement.